Event description:
It was reported that following a pre-insertion angiogram, an angio-seal evolution was deployed. The physician's hand was reported to be resting on the pt's groin during deployment, but no pressure was applied to the puncture site. The compaction marker was seen and hemostasis was achieved. The compaction tube did not appear to be going very far into the puncture tract however. The physician was asked to release the suture and manually push the compaction tube down to ensure that the collagen was down against the arteriotomy. No additional compaction appeared to occur and the puncture site was reported to be fine. Approximately ten minutes later, the pt developed a hematoma, a size of an orange. Manual compression was applied. The pt was kept overnight and was reported in stable condition. The physician was in the training process for the angio-seal evolution.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.